Event description:
It was reported that the patient presented to the emergency department with shortness of breath. An interrogation of the pacemaker system noted the right atrial (ra) lead with suspected undersensing during the episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).